Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing. The rv lead was capped and the patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted the rv lead was capped and replaced 11 aug 2022.